Manufacturer narrative:
A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4233201 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 18 feb 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the instrument was received, and the distal tip is stripped which may hinder the functionality. No other issues were noted. The received condition is consistent with the complaint condition thus the complaint is confirmed. A device failure was identified. Investigation conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tip of the screwdriver snapped off in the screw and the surgeon was unable to advance/back out the screw. The surgeon had to burr away the tulip to allow the rod to be seated properly. During the final tightening of the locking set screws, the torque shaft was spinning in the set screw interface. The immediate tighteners appeared to be worn out and need to be replaced. There was a surgical delay of twenty (20) to twenty-five (25) minutes. The procedure was completed successfully with the use of other devices. Concomitant devices reported: setscrew (part number unknown, lot unknown, quantity unknown). Unknown rods (part# unknown, lot# unknown, quantity unknown). Xpdm quick-con si poly scwdrvr (part number 279712400, lot mi61165, quantity 1). Single innie inserter (part number 279702000, lot gm4196303, quantity 1). Screws (part number unknown, lot unknown, quantity 1). Single innie inserter (part number 279702000, lot gm4196303, quantity 1). This report involves one (1) x25 final tightener. This is report 4 of 4 for (B)(4).